Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high and low blood glucose levels. The customer's levels had been as high as 486mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer's most current level was 302mg/dl. The customer was treated for the highs. The customer states their levels had been as low as 24mg/dl. Troubleshoot was conducted. The customer is being sent tubing clamp in order to conduct high pressure testing. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back when supplies arrive.